Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced left sided rupture and several unexplained systemic symptoms post procedure. Pain, discomfort, little bumps under her arm, and swelling were noted. The left side was thought to be leaking and required a surgical drain to be placed due to bleeding. She was vomiting when she was in the hospital for the drain surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-09857 for contralateral prosthesis report.